Event description:
It was reported that delilah shanahan experienced multiple occlusion alarms on her insulin pump, and her mother believed the pump required replacement. There was no adverse impact to the customer's blood glucose level. Despite various troubleshooting attempts, the occlusion issue persisted, prompting technical support to recommend replacing the pump. Delilah continued to use the current pump until the replacement arrived, and clinical support provided instructions on how to store the malfunctioning pump and manage its return.